Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: brozovich a, clyburn t, park k, harper kd, sullivan t, incavo s, taraballi f. Evaluation of local tissue peri-implant reaction in total knee arthroplasty failure cases. Ther adv musculoskelet dis. 2022 may 2;14:1759720x221092263. Doi: 10.1177/1759720x221092263. Pmid: 35521051; pmcid: pmc9067040. Objective/methods/study data: the primary purpose of this study is to determine the inflammatory cells present in response to metal implants. The secondary purpose is to compare these results with ltt and patch test results. Depuy implants were involved in two revisions. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: depuy sigma and depuy attune adverse event(s) and provided interventions possibly associated with unk knee tibial insert sigma (qty 1): pt. R1 female 68-year-old female revised due to stiffness and potential metal allergy. Allergy test confirmed metal allergy to iron and nickel. Adverse event(s) and provided interventions possibly associated with unk knee tibial tray sigma (qty 1): pt. R1 female 68-year-old female revised due to stiffness and potential metal allergy. Allergy test confirmed metal allergy to iron and nickel. Adverse event(s) and provided interventions possibly associated with unk knee femoral sigma (qty 1): pt. R1 female 68-year-old female revised due to stiffness and potential metal allergy. Allergy test confirmed metal allergy to iron and nickel. Adverse event(s) and provided interventions possibly associated with unk attune knee tibial insert (qty 1): pt. R3 female 67-year-old male revised due to instability and metal allergy. Adverse event(s) and provided interventions possibly associated with unk attune knee tibial tray (qty 1): pt. R3 female 67-year-old male revised due to instability and metal allergy. Adverse event(s) and provided interventions possibly associated with unk attune femoral (qty 1): pt. R3 female 67-year-old male revised due to instability and metal allergy.

Manufacturer narrative:
Product complaint #: (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. The following literature cite has been provided: brozovich a, clyburn t, park k, harper kd, sullivan t, incavo s, taraballi f. Evaluation of local tissue peri-implant reaction in total knee arthroplasty failure cases. Ther adv musculoskelet dis. 2022 may 2;14:1759720x221092263. Doi: 10.1177/1759720x221092263. Pmid: 35521051; pmcid: pmc9067040. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.